Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the threads on the green and black inserter handle from the g7 efficient case are stripped and broken. The inserter does not thread into the trial cups or actual implants cups. No consequences or impact to the patient.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. One g7 str monoblock shell insrtr item# 110003450 lot# 979080 was returned and evaluated. Upon visual inspection there are indentations to the strike plate along with scratches on the shaft. The threads of the device were damaged so no further analysis could be performed. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. Event is confirmed via returned product. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.